Event description:
Patient seeking legal action. Records received. Records indicate patient is bi-lateral. The right hip was revised due to instability. The patient has had closed reduction on the right hip due to dislocation on (B)(6) 2009 and (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The product and lot codes were not provided for the left side stem and sleeve. For this reason a lot specific complaint search could not be conducted and the device history records could not be retrieved for review. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.